Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had new patients were not showing on the station. The customer stated that this malfunction could cause a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new patients were not appearing on the es station due to patient transfer delay hours. A technical support specialist confirmed that there were no issues with the server and that messages were crossing over and then contacted the customer and obtained new samples, which were necessary to inform the epic/adt team to resolve the patient transfer delay device settings. The system functioned as intended after the adt team troubleshot the device.